Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889-28, lot# va19u7x, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient went in for adjustments 2 weeks ago because she was having uti¿s (urinary tract infections) again for about a month or so. No further complications were reported or are anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3889-28 lot# va19u7x serial# implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-07-05. The hcp reported that they were currently pending replacement of leads for the patient. The hcp reported that the patient had open impedance. No further complications reported.